Manufacturer narrative:
E.1 initial reporter facility: hackensack meridian health mountainside medical center a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-feb-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was failed. A field service engineer (fse) replaced and configured half-height drawer number four. Conducted a thorough inspection of the machine and re-seated all row board connections on the drawer controller boards across all drawers. Additionally, the main bus cable replaced due to the presence of multiple dark white creases, which could potentially lead to operational issues. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer was failed. The customer stated that there was a delay in patient care. However, there were no adverse events or injuries reported based on this event.